Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the device header. The lead was no longer used and a new lead was implanted successfully. The patients condition was good post procedure.